Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level ranged from 108-109 mg/dl. The customer continued using the pump for insulin therapy.